Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076 implantable pacing lead 2009 (B)(6); 4195 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the device was at eri in less than three years and had questionable longevity. It was noted that there were high left ventricular (lv) thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.